Manufacturer narrative:
The investigation results of the provided information has been provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient is implanted with left hip prothesis on (B)(6) 2016, which resulted in a leg length difference of 4cm, leg being longer than the other. Patient is concerned whether the correct devices are implanted as indicated in the implant stickers. This is a split complaint with zimmer inc. Warsaw split case reported on (B)(4). Review of received data: - 4 undated x-rays were received for review. Slight dark lines at the green zone I and iii for the acetabular cup surface and at the green zone 7 for the stem was observed. However, as there was no date indicated on the x-rays it was not possible to comment on these features. Inclination angle of the cup is 50°. It was visible that the left leg is longer than the right leg. No other abnormalities observed. Moreover, size measurement of the implanted devices was done by taking one of the components as a base and compared with the actual sizes. It was confirmed the devices listed in the implant stickers were corresponding to the implanted devices seen on the x-ray. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: leg length discrepancy reported in this complaint cannot be related to a single specific failure mode for the listed components. Based on the given information, a root cause analysis is therefore not possible. Received medical data do not present any problems which might be ceramic head sourced. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes and risks (with occurrence and severity) related to the issues reported are listed in dfmea . Conclusion summary: the patient is concerned whether the right devices are implanted as it is shown in the implant stickers due to the leg length difference by 4cm observed after the tha. In the absence of the preoperative radiographs and the planning documents of the surgery it is not possible to make secure statements about the reasons of the difference in the leg length. The review of the post-op undated x-rays confirm that the devices listed in the implant stickers are corresponding to the components in the x-rays in terms of size. However, without reading the ref and lot numbers from the implants, a 100% confirmation cannot be made. An endoscopy to read the implants' ref and lot numbers does not make sense. This information is inside the bone or covered by other components (only the head information could be read from its edge). The reported event leg length discrepancy was confirmed by the x-rays. However, the issue is not related to the products. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays were received for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an avenir müller, stem, lateral, uncemented, ha, 1, taper 12/14 on (B)(6) 2016. After hip arthroplasty the patient's leg is longer by approximately 4cm and turned outwards. Additional information has been requested and is currently not available.